Event description:
A patient underwent an x-stop procedure at level l4-5. It was reported that prior to the surgery, the patient was given an injection of marcaine through a spinal needle. After the procedure, the patient was taken to recovery. While in recovery, the patient complained of not being able to feel her legs. The patient was returned to surgery to remove the x-stop implant. A few hours later, the patient was able to feel her legs. The surgeon reported that he was not sure if the event was caused by the marcaine injection or the implant. Our independent medical review concluded that the event was likely related to the marcaine delivered pre-procedure.

Manufacturer narrative:
Device not returned, follow up with company representative. Results: conclusion can be drawn at this time.